Event description:
The customer reported that the canopy has zipper damage to one of the panels, the elements are not aligning. There was no patient injury reported. Evaluation of the canopy by posey found that the window side a zipper slider body is open.

Manufacturer narrative:
Elements not aligning. Evaluation: results: evaluation of the returned product shows that on the window a, the zipper slider body is open. A root cause for the slider body becoming open has not been determined.